Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter tubing set fractured. During an ablation procedure to treat atrial fibrillation, with an intellanav mifi open-irrigated ablation catheter in the left atrium, the tubing set (saline line) of the catheter broke off upon normal usage. No patient complications occurred. The procedure was completed with another of same device. The device was discard at the facility, and therefore will not be returned.